Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose was 187 mg/dl. Troubleshooting was done. Customer stated the batteries were out of the insulin pump greater than duration allowed. Customer reported the insulin pump had keypad anomaly. Customer stated she was having issues with the buttons. Advised customer the insulin pump would be replaced however customer declined she stated the insulin pump is working. Customer also reported she had low blood glucose and was hospitalized. It was also mentioned customer's blood glucose was 80 mg/dl. Troubleshooting was done. The customer was advised to speak with healthcare provider regarding low blood glucose. No further information provided.